Event description:
It was reported that a user announced a smaller-than-usual breakfast, noted subsequent hyperglycemia, and believed the ilet delivered excess insulin that led to hypoglycemia; the user temporarily disconnected from the device and later reconnected to resume insulin delivery. Symptoms included low blood glucose measured at 47 mg/dl. Outcomes included two hours of glucose outside the target range and self-treatment with oral glucose tablets without medical intervention. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemic event. It was concluded that the event represented hypoglycemia with cause unclear, with device function not confirmed to be at fault. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.